Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated they reported a prolactin result of 34.09 ng/ml and the physician called and requested the sample be retested with a dilution. The user repeated the sample with a 1:10 dilution and received a result of 3.42 ng/ml, with a 1:100 dilution and received a result of <0.4 ng/ml with a data flag and with a 1:1000 dilution and received a result of 130 ng/ml with a data flag. The user stated only the result of 34.9 ng/ml was reported and was determined to be the " good" result. No actions were taken based on any of the results nor was there any treatment received as a result of the incident. The prolactin reagent lot number was 156154.

Manufacturer narrative:
The investigation determined the elecsys result of 34.09 ng/ml was reliable. The dilution factors of 1:100 and 1:1000 are not recommended for elecsys prolactin assay and a dilution was not recommended at all, due to the initial undiluted result within the measuring range.

Event description:
Tech alleged that the siderail will not stay up.